Manufacturer narrative:
It is unknown if the device was returned to olympus for evaluation or service, as there was no specific serial number provided. The cause of the reported event could not be determined. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training if necessary. On (B)(6) 2014 the user facility declined the ess visit. The filing of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Olympus received a legal document on (B)(6) 2016 alleging that a patient developed (B)(6) after undergoing an endoscopic retrograde cholangio-pancreatography (ercp ) procedure at (B)(6) medical center on (B)(6) 2014 with a contaminated duodenovideoscope (model and serial number unknown).